Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 6.45 pm, when he obtained an alleged inaccurate high blood glucose result of 180 mg/dl with the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of insulin and oral medication (novomix 30, novorapid, levemir, metformin and amarel, all unknown doses). In response to the alleged inaccuracy, at 7.10 pm, the patient reported that he increased his insulin, taking an extra 2 units (10 units of novorapid instead of 8). One hour and forty five minutes after the alleged inaccuracy, the patient stated he developed symptoms of sweating and heart beating too fast. The patient indicated that on (B)(6) at 8.30 pm he self-treated his symptoms by consuming some sugar which he reported made him feel better. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had been stored correctly (per owner's booklet recommendation) and had not expired or, been open longer than the discard date. The csr noted that the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia, after obtaining alleged inaccurate high blood glucose readings with the subject meter.

Manufacturer narrative:
This supplemental is being submitted to correct and include information that was not submitted within the field of the initial 3500a report. At the time when the initial report was submitted, the meter and test strips had been returned and evaluated. The findings are as follows: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. The evaluation codes and device returned to mfg dates have been updated accordingly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.